Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately calcified, severely tortuous lesion exhibiting 90% stenosis located in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using a 3.00 x 22 mm stent. It was stated that the event was due to use of the device in difficult lesion morphology / anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.